Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer recognizes the error 571.6241 on module 8300 (s/n (B)(4)).: case resolution: customer receives error code 571.6241 at power on (8300, s/n (B)(4)). Explained probable cause to the error being the logic board. Suggested to customer to interchange the logic board isolate problem fault. Customer will repair/replace the logic board. Suggested to customer to send device into service depot if necessary. Informed customer, if any further concerns and/or issues to give a call back. End call.